Event description:
The manufacturer representative reported that impedance measurements were taken at .7v as the patient couldn¿t tolerate higher voltages for testing. The impedances showed 1429-2549 ohms using contact 0 as reference and 1800-2200 ohms when using contact 8 as reference. It was noted that impedances were slightly higher but didn¿t point to a system issue. The patient¿s programming had three cathodes and one anode and the patient started to feel shocking at the implant site and a little to the right of it. The patient reported getting shocked when laying on the implant and when she switched to group a. Impedances were run again while the patient was laying down and feeling the shocking sensation, but were similar to the first test. When the therapy was turned off and the patient laid down they didn¿t feel the shocking sensation. There were no traumas or falls reported that could be related to the issue and the patient was going to monitor when the shocking happened. Further information received from the representative reported that the impedance check was ok and the patient was reprogrammed. It was unknown if the shocking sensation had been resolved. The indications for use were chronic low back pain and spinal pain.

Event description:
Additional information was received from the patient that reported that the patient changes between channels a, b, and c frequently and it has helped to avoid the shocking sensation at the implantable neurostimulator site when lying down. The health care provider wanted additional "channels" added, so she was going to meet with the manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.